Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at (B)(6). (Abbvie ref (B)(4)). Alleged event: patient reported implantation with cortiva acellular dermal matrix during right breast reconstruction surgery. Patient then underwent revision reconstruction due to "lateralization of the implants." Cortiva is a (B)(6) product. Device code: 4003. Patient code: 4580. Reference report mw5188533. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).